Manufacturer narrative:
(B)(4). The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Related to (B)(4). The hospital reported that during the procedure, the power stopped working in the hemopro 2 adaptor. There was no harm. No delay was reported.

Event description:
The hospital reported that during the procedure the power stopped working in the hemopro2 adaptor. There was no harm. No delay was reported. The case was completed by taping up the adaptor to a perpendicular position to the tower. It was able to function and finish the case in that way.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,b5,d4-exp date, UDI#,g3,g6,h2,h3,h4,h6,h11. The device was returned to the factory for evaluation on 03/02/2026. An investigation was conducted on 03/04/2026. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact adaptor. Both connectors were observed to be intact. An electrical evaluation was conducted. The adapter was connected to a reference power supply vh-3010 and reference extension cable with no visual or physical difficulties. A pre-cautery test was performed per the instruction for use (IFU) with a reference hemopro 2 evh tool, reference adapter and reference power supply set at level 3.0. The device passed the pre-cautery test. The power supply did emit an audible beeping sound and the evh reference tool did produce steam or heat. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073. The device successfully transected tissue four (4) times. Based on the returned condition of the device, investigation results, the reported failure "failure to deliver energy" was not confirmed. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.